Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and a hole in all three] seal plugs were observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was attempted and not implanted due to oversensing of noise leading to pacing inhibition with no asystole greater than two seconds. No adverse patient effects were reported.